Event description:
Additional information received from the consumer reported that when they removed the device, it felt like they just ripped it right out of the patient and punched the area. The patient could feel something in there from the day of surgery. The feeling of the patient's foot and calf going numb started about 6 months after implant.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v216871, implanted: (B)(6) 2009, product type: lead.

Event description:
The health care provider (hcp) and consumer reported that the implantable neurostimulator (ins) was removed and the only the lead was left in the patient. The patient had the device for 4 years and then had it removed in 2013. It was removed because the patient would never get it set right and their toes and calf were going numb. The patient saw a pain management hcp for their back and they noticed a part of the device was still in them when they did an x-ray. When the device was removed, the hcp didn't say anything about them not being able to get a piece out, but the patient felt like something was stuck in there. When they removed the device, the incision hurt worse than when they put it in. The patient noted having multiple sclerosis and went for mris of their l-spine and brain. It was unknown if the mris were related to the patient's device or therapy. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that there were still four to five pieces of it left in their body and they wanted them taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.